Event description:
Caller reported that a tandem mobi cartridge alarm occurred. Blood glucose level did not exceed 500 mg/dl, so there was no adverse impact to the customer¿s blood glucose level. The customer contacted support and successfully installed a new cartridge, and a replacement cartridge was sent out by technical support.